Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was noted that impedance for the right atrial (ra) lead was out of range low.

Event description:
It was reported that the right atrial (ra) lead showed a lead warning in the trend data. It was noted that the ra lead impedance was low and there was no pacing or sensing taking place. An x-ray confirmed that there was a clavicle rib crush of the ra lead. The lead was programmed off, and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.